Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and the patient status was good.